Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 6 years later due to dislocation and instability.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).D10: Unk Ceramic Head.G2: Foreign - Event occurred in Australia.The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.